Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a regulatory report from (B)(4) of sterile peritonitis in a patient coincident with nutrineal pd4 unknown therapy. This report was received by (B)(4) and forwarded to baxter (B)(4). On an unreported date, the patient began treatment with nutrineal pd4 unknown therapy intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced sterile peritonitis. On an unreported date, the patient received remedial therapy with vancomycin, ciprofloxacin and gentamycin (doses, frequencies, and routes not reported) for three weeks. Per reporter, the sterile peritonitis resulted in a prolonged course of triple antibiotic treatment, "a near miss," and the patient's pd catheter removal. Information pertaining to hospitalization was not reported. On an unreported date, the patient recovered from the event of sterile peritonitis. It was not reported whether the patient's pd catheter was replaced, or whether nutrineal pd4 unknown bag therapy was resumed. (B)(4) did not provide an assessment of causality for the event of sterile peritonitis and the relationship to nutrineal pd4 unknown therapy.